Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead is not sensing p waves, but at times it appears to be over sensing the r waves. It was also noted that the atrial lead doesn't sense p waves when at the lowest setting. Device is still in use. No patient complications have been reported as a result of this event.